Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe stopper separated from the plunger before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "syringe showed displacement in the black part of the plunger at the time of manipulation."

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe stopper separated from the plunger before use. The following information was provided by the initial reporter, translated from portuguese to english: "syringe showed displacement in the black part of the plunger at the time of manipulation."

Manufacturer narrative:
H.6. Investigation summary: since there are no photos or samples received and the DHR evaluation was performed, it was not possible to correlate the reported defect with a manufacturing problem. The product was approved with the correct sample quantity and according to the product specification. The incident identified from this complaint will be monitored for trend evaluation.